Manufacturer narrative:
Manufacturer evaluation: aesculap inc. Previously reported that a supplier corrective action request (scar) was initiated due to an adverse trend observed for devices exhibiting failure at the thumb-loop assembly joint. The supplier evaluated the malfunction by looking at devices with a lot number beginning with "m." As a result of their findings, the push rod fixture was redesigned to increase the clearance, which ensured that the fixture appropriately stressed the entirety of the soldering joint. Upon implementing the new fixture, the supplier tested returned non-conforming samples, and verified that the soldering no longer hung up on the new fixture, as had been observed on the previous one. The complaint device was returned to the manufacturer for physical evaluation. A visual examination was performed which confirmed separation at the proximal weld. While the device displayed a clear failure mode, the lot number was not reported, therefore, the supplier was unable to substantiate this as being a supplier manufactured device. As a result, the investigation failed to confirm that a production problem resulted in the reported event, or that the complaint device exhibited the known thumb-loop assembly joint weld issue. Therefore, a definitive conclusion regarding the complaint incident was not able to be determined. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as lot # of the device in question was not known. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. In addition to a supplier corrective action request (scar) being initiated, a field safety notice was issued to all customers requesting them to stress the proximal weld integrity of the device as a result of the supplier evaluation. Finally, a corrective action/preventive action (CAPA) was opened by aesculap inc. For further evaluation of the design transfer of this device.

Event description:
No changes.

Manufacturer narrative:
Preliminary investigation: as a result of an adverse trend for devices exhibiting failure at the thumb-loop assembly joint, a supplier corrective action request (scar) was initiated. The malfunction was evaluated by the supplier by looking at devices with a lot number beginning with "m." As a result of their findings, the push rod fixture was redesigned to increase the clearance, which ensured that the fixture appropriately stressed the entirety of the soldering joint. Upon implementing the new fixture, the supplier tested returned non-conforming samples, and verified that the soldering no longer hung up on the new fixture, as had been observed on the previous one. In addition to this scar, a corrective action/preventive action (CAPA) was opened by aesculap inc. For further evaluation of the design transfer of this device. Additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an issue with a prestige grasper. "It was reported that a prestige grasper was returned to ats technical repair for routine maintenance and it was noted by ats during review of the device that the weld was separating from the handle. Additional information received that the device was rusted where the weld and handle join and that the device was older than most devices used by the hospital. No patient involvement. The device is available to be returned to the manufacturer for evaluation.